Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) on the right ventricular (rv) lead. The impedance measurements were greater than 2,500 ohms. The high impedances were unable to be reproduced; however, there were several episode with noise stored in the logbook. The patient is not pacemaker dependent. The physician plans to perform an echocardiogram to determine if the patient needs a device upgrade and will evaluate the lead at the generator changeout. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure where this device was explanted for normal battery depletion and the associated rv lead was capped and abandoned. No adverse patient effects were reported.